Event description:
It was reported that during a pulmonary vein isolation procedure, a farawave catheter was selected. During procedure, it is reported that the device did not work after preparation. The errors reported are not flushing and deployment issue. The catheter was replaced and the procedure was completed successfully. There were no patient complications.